Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that non-sustained lead noise due to sensing latency on the far field channel and ventricular ectopy was observed. No programming changes were made and the patient was being monitored. Subsequently, intermittent atrial undersensing was seen on stored episodes of non-sustained lead noise. The undersensing led to atrial pacing. Programming changes were recommended.